Manufacturer narrative:
Additional information was received that the patient had infection at the ipg site. Symptom was red discharge. Infection was not device related but it was procedure related. Antibiotics were prescribed. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively.

Event description:
A report was received that the patients ipg had worked its way through the skin. The physician confirmed that the skin had eroded. The physician believed that the symptom was not device related. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the device was found to be satisfactory.

Event description:
A report was received that the patients ipg had worked its way through the skin. The physician confirmed that the skin had eroded. The physician believed that the symptom was not device related. The patient underwent an explant procedure. No device malfunction was suspected.